Event description:
It was reported via repair work order that the headend lift was working intermittently due to a cut coil cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.